Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a homechoice device experienced an unspecified number of system error 2240 (air in line/set) alarms. It was unknown if the patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient had cleared the alarm and ended therapy. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 associated with this event.